Event description:
Customer reported problems with the foot pedal and unable to move the table. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ps1 power supply. System is operating as intended.